Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2018 and the patient was reimplanted with another device during the same surgery.

Event description:
It was reported that the patient experienced a loss of connection to the internal device. Troubleshooting did not resolve the issue. The implanted device remains and the patient will continue to be clinically managed by their health care provider.